Event description:
It was reported to boston scientific corporation that during a procedure on march 7, 2025, it was observed that the scope repeatedly dislodged its suction piston. Upon cleaning the scope following the procedure, the technician discovered a hedgehog double-end brush lodged within the scopes suction channel. The cleaning was completed with another of the same device. There were no patient complication reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of brush broken/fractured.